Event description:
Boston scientific crm received information that this pacemaker battery status indicator has fluctuating readings. One follow up visit it stated beginning of life (bol) and then the next visit it stated less than 3 years remaining. A hex dump is to be performed at the next follow up visit to determine an accurate longevity estimate. To date, there have been no adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that this device was explanted and replaced due to battery depletion. No additional adverse patient effects were reported.

Manufacturer narrative:
As of this date, the pacemaker has not been returned. If this pacemaker should be returned to our company, it will be analyzed and this event will be reopened and updated as necessary.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.